Manufacturer narrative:
The device was evaluated by an approved service provider. The evaluation confirmed the reported unit failed message upon startup; however, the root cause could not be determined. The device was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a critical error 11 was observed in the error log and "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.